Manufacturer narrative:
Initial date of awareness was (B)(6) 2019 but the complaint was deemed not reportable. New information from the analysis of the sample prompted re-evaluation of the decision to report the issue on 07/19/2019. Investigation summary: the sample returned was not decontaminated by vendor 2 samples were returned for evaluation, 1 sample was returned without packaging and the other was returned in seal packaging. Figure 1 (returned samples) on the actual sample, needle pierced through catheter was observed. Figure 2 (actual sample) on the representative sample, no abnormality was observed. Figure 3 (representative sample). Investigation conclusion: the complaint is confirmed and product is out of specification needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The batch produced is before the implementation of the CAPA. CAPA has been initiated to address needle pierced through catheter issue.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: it was reported that the tip of the catheter and the shield are bent. Event description per snow verbatim states, health professional called to report that they are finding the tips of the catheter and its cover shield are bent ; found this way in the package. Happened over 10 times ongoing unknown dates but 1 was found today (B)(6) 2019. No patient contact.